Manufacturer narrative:
See incident description for device evaluation.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed; the test strips were found to have results above range when tested with control solution. In addition, a secondary issue was also noted when the test strip vial was found to have been over labelled by a third party. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for a possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use. On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging that the subject meter read inaccurately erratic. The reporter claimed obtaining blood glucose readings of "116 and 196 mg/dl" with the subject meter, performed within 20 minutes of each other. The reporter stated that the test strips used were from different vials. This complaint was initially ruled out as to be considered a valid comparison, both test strips need to be from the same test strip vial. There was also no allegation of an adverse event as a result of the reported issue.